Manufacturer narrative:
This report is being supplemented to correct a1, d4, d5, g2, h6, h8. This report also provides additional information in h7/h9. A formal investigation was initiated to investigate the root cause.

Manufacturer narrative:
This report is being submitted to correct the legal manufacturer's contact information and facility registration number. The facility registration number is 3002808148.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. Device was not returned for evaluation and could not be evaluated. Based on the results of the investigation, a definitive root cause cannot be identified. A device history review revealed no issues that could have caused or contributed to the reported issue. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device has not been returned to olympus medical systems corp. (Omsc) for evaluation but was returned to an olympus service operation repair center (sorc) in japan. The evaluation of the device by the sorc confirmed that the reported event wasn¿t reproduced. Omsc reviewed the manufacture history of the device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. Since there is no abnormality in the equipment, it is presumed that it was caused by the influence of other equipment (other equipment, environmental factors, patient condition).

Manufacturer narrative:
The device has not returned to olympus medical systems corp. (Omsc) for evaluation. There were no further details provided. If significant additional information is received, this report will be supplemented.

Event description:
Olympus service operation repair center was informed from the facility that at unspecified timing the cavity pressure suddenly increased to 30 mmhg. Other detailed information was not provided. There was no report of patient injury associated with the event.